Event description:
A hospital in (B)(6) reported that the upper head casing of three iw910jeu baby control mobile infant warmers were cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint components of the iw910 mobile infant warmers are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the three complaint iw910 mobile infant warmer head assemblies were serviced by the hospital in (B)(6). Photographs of the complaint heater heads were requested and provided to us. Our investigation is based on the photographs provided and our knowledge of the product. Results: visual inspection of the photographs provided revealed crazing on the dome portion and one head upper case was observed to have a crack on the dome. Delamination, plastic shell flaking and multiple cracks were also observed on the heater heads. Conclusion: it is likely that the physical damage of the complaint warmer heads is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The iw910jeu baby control mobile infant warmers were repaired by the customer and were returned to service after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that the upper head casing of three iw910jeu baby control mobile infant warmers were cracked. No patient consequence was reported.